Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in either 2008 or 2009 and a bladder mesh was implanted. The patient reported that in 2017, she started to experience pain in the vaginal region, pain with intercourse, excessive urination, fatigue and weight loss. The patient was diagnosed with a tumor in her bladder. The patient reported that the cancer is positive and that she is now receiving treatment. No additional information has been provided to date.